Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2013 (B)(6). (B)(4).

Event description:
It was reported that within a couple months of implant, the patient complained of receiving two shocks. Currently, it has not been determined whether the shocks were inappropriate or not. Follow up is in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that within a couple months of implant, the patient complained of receiving two shocks. Currently, it has not been determined whether the shocks were inappropriate or not. It was further reported that follow up was attempted, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.